Manufacturer narrative:
Correction: b5 for complaint on a pacemaker not implantable cardioverter defibrillator.

Event description:
It was reported that the patient presented in clinic due to dizziness and arrhythmia. Device interrogation revealed premature battery depletion, failure to interrogate and back up operation on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion, failure to interrogate and back up operation on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
Correction: to h6 code should have been device in back up mode not unexpected reset.

Event description:
It was reported that the patient presented in clinic due to dizziness and arrhythmia. Device interrogation revealed premature battery depletion, failure to interrogate and back up operation on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
Correction: missing dizziness and arrhythmia and selection for g2, and h1.

Manufacturer narrative:
The reported events of premature battery depletion and inability to interrogate were not confirmed. The device was received with normal telemetry communication and was in backup mode. Electrical, longevity, and visual analysis was normal with no anomalies found.